Event description:
Information was received from the health care provider via a manufacturer representative regarding a device used for spinal therapy. It was reported that the imaging system and navigation system were used in the lateral position for a percutaneous pedicle screw (pps). Navigation indicated that the screw appeared to be properly placed at l5 left. However, deviation was identified upon confirmation imaging with the imaging system. An attempt was made to register with the inserter verification device, but registration could not be completed. Visual damage could not be confirmed. The causes identified or believed to be the cause were based on the above and the following. It was noted that the possibility that registration could not be completed may be due to the passive marker. The details of the defect from the hospital were confirmed. Final test and calibration results were good. This issue caused a surgical delay of less than one hour. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that the therapy/procedure involved was left l5 in lateral position percutaneous pedicle screws.

Manufacturer narrative:
D4: product identifiers are unknown. G4: product identifiers are unknown, hence 510k# is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.